Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported not being able to hear the beeping/audio on their patient programmer (pp). Patient said they were reprogrammed on (B)(6) 2017 by a manufacture representative (rep). Patient said the first few months and first programming was working great. Now, patient feels like they are getting electrocuted and has not been using their ins very much. Patient said stimulation is too strong and is giving them bowel issues and bowel problems. Patient says the ins is "stimulating bowels and she doesn't need that." Patient states that when stimulation is turned down, they don't feel it. Patient was helped to turn audio back on and explained the other screens the patient was seeing. It was reviewed that the patient can inform their healthcare provider (hcp) about reprogramming and painful stimulation at the next visit, next week. It was also reviewed to turn stimulation down to a comfortable stimulation if it is too painful. No further patient complications have been reported as a result of this event.